Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located above the anstomotic stoma. A 4.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The physician removed the balloon immediately. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: gladiator device - 4x40x75cm was received for analysis. A visual examination identified that the balloon material had a complete circumferential tear located approximately 40mm distal of the proximal balloon bond. The distal section of balloon material noted was pushed distally towards the tip. A visual and tactile examination identified that the shaft was of the device was severely stretched and kinked at more than one location between the distal and proximal balloon bonds. This type of damage is consistent with excessive force being applied to the device. A visual and microscopic examination identified that the distal markerband was damaged and loose on the shaft due to the stretching. A visual microscopic examination identified no damage or issues with the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located above the anstomotic stoma. A 4.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The physician removed the balloon immediately. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.